Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc device. Customer experienced hypoglycemia and loss of consciousness and was self-treated with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor. The sensor plug was properly seated. Extracted data using approved software and sensor was found to be in state 6 (indicating abnormal termination) with event code 21. Visual inspection has been performed on the sensor plug and no issue were observed. De-cased the sensor and performed visual inspection, on the printed circuit board assembly (pcba),no issues were observed. Measured the battery and results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc device. Customer experienced hypoglycemia and loss of consciousness and was self-treated with glucagon. There was no report of death or permanent injury associated with this event.